Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device was not working. During the pre-repair diagnostics assessment, it was determined that the motor seized, was running rough and defective. It was further determined that there was unauthorized modification of the cover screw and as a result, the device could not be opened. It was further determined that the device failed for check status of development, general condition, check reverse locking mechanism, check function of soft mode switch (safety system) and for check for untrue running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.